Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply the adc device and being unsuccessful due to the inserter sharp not retracting on day 1 of sensor use. The customer began bleeding and experienced bruising around the insertion site. Customer went to a hospital where the sharp was removed. The health care provider (hcp) noticed that the sharp appeared oxidized and had ¿rust marks.¿ the customer was then administered an unspecified mixed anti-inflammatory drug, reported to be similar to penicillin and a tetanus injection for treatment.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply the adc device and being unsuccessful due to the inserter sharp not retracting on day 1 of sensor use. The customer began bleeding and experienced bruising around the insertion site. Customer went to a hospital where the sharp was removed. The health care provider (hcp) noticed that the sharp appeared oxidized and had ¿rust marks.¿ the customer was then administered an unspecified mixed anti-inflammatory drug, reported to be similar to penicillin and a tetanus injection for treatment.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection has been performed on returned sensor and no issue were observed. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly, no issues were observed. Unable to perform further investigation due to no product returned. Issue close to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply the adc device and being unsuccessful due to the inserter sharp not retracting on day 1 of sensor use. The customer began bleeding and experienced bruising around the insertion site. Customer went to a hospital where the sharp was removed. The health care provider (hcp) noticed that the sharp appeared oxidized and had ¿rust marks.¿ the customer was then administered an unspecified mixed anti-inflammatory drug, reported to be similar to penicillin and a tetanus injection for treatment.